Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on 04/26/2016 that the customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, it was discovered that the alarm did not sound; no audible alarm.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit¿s alarm did not sound at the end of test and buzzer did not sound when the pump set was dislodged from the unit. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to widespread corrosion on the unit¿s main board. The unit¿s main board was replaced to fix the issue. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2005. A review of the device history record shows this device was released meeting all manufacturing specifications.